Event description:
Pt received a vitreous injection and vitrectomy as treatment.

Event description:
Pt developed endophthalmitis post-op. Facility reporting on all products used during the surgical procedure. Pt sent to retinal specialist for follow-up treatments.